Event description:
A medtronic rep reported that the axiem portable system provides an error that 'internal temperature too high' and turns orange. The system worked initially but then the fault light came on and the error message displayed in the tracking details. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device MFR date not available at time of this report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. After running for 10 minutes, there is an intermittent noise fault on amp board a. After 15 minutes, a temp fault. A replacement part was sent to the site and the issue was resolved.